Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), skin disorder ("allergy: skin condition"), allergy to metals ("nickel allergy"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), bladder disorder ("bladder/urinary problems: bladder probs"), urinary tract disorder ("bladder/urinary problems: urinary probs"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), headache ("other injuries/symptoms: headaches"), tooth disorder ("other injuries/symptoms: dental probs"), migraine ("other injuries/symptoms: migraines") and rash ("allergy: rash/skin condition") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral); oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved and the hypersensitivity, skin disorder, allergy to metals, fibromyalgia, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, headache, tooth disorder, migraine and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dyspareunia, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiffs received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash skin condition, nickel allergy, fibromyalgia, dental problems, weight gain, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet was received. Event-injury was updated. Device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, nickel allergy, bladder problems, dyspareunia, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, rash skin condition, dental problems, urinary problems, vaginal discharge and weight gain. Reporter information, date of birth, essure removal date, lab data, events outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.